Event description:
It was reported that the patient with this artificial urinary sphincter (aus) continued to experience recurring incontinence despite improvement after activation. The device was functioning properly, but the patient desired further reduction in leakage. A surgical procedure was performed in which the pressure-regulating balloon was replaced with a higher-pressure option. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.